Manufacturer narrative:
The date received by manufacturer has been used for this field. No lot # provided; medical device expiration date: unknown; device manufacture date: unknown. (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when attempting to inject, a bd nano¿ pen needle bent and withdrew from the skin of the patient. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No lot history review can be carried out as lot number is unknown. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.